Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging nose irritation, cancer. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging nose irritation, cancer. Medical intervention was not specified. No patient information was provided. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that there were no visible foam degradation and unit passed final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.